Event description:
The user hit her head because of an epileptic seizure. Afterwards the user was seen by a doctor, who reported that the skin over the implant was not intact. There is no information if the skin breakage was already present before or it is due to the trauma. Furthermore, the clinic reported that the wound on the head got septic and the user was transferred to the ICU. It is not clear whether the wound healed after first surgery, but the latest fitting appointments were postponed or cancelled because of wound problem. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The user hit her head because of an epileptic seizure. Afterwards the user was seen by a doctor, who reported that the skin over the implant was not intact. There is no information if the skin breakage was already present before or if it occurred due to the trauma. Furthermore, the clinic reported that the wound on the head got septic and the user was transferred to the ICU. The device was explanted.